Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the injector luer lock n35j experienced flow issues when used for infusion. Product defect was noted during use. The following information was provided by the initial reporter: injected the infusion set to c100j and connected to n35j to the tip of c100j. Hcp tried to conduct priming however it was occluded and infusion didn't flow. Then hcp replaced by new n35j and infusion flowed.

Event description:
It was reported that the injector luer lock n35j experienced flow issues when used for infusion. Product defect was noted during use. The following information was provided by the initial reporter: injected the infusion set to c100j and connected to n35j to the tip of c100j. Hcp tried to conduct priming however it was occluded and infusion didn't flow. Then hcp replaced by new n35j and infusion flowed.

Manufacturer narrative:
H.6 investigation summary : one sample unit was returned for investigation. Upon visual inspection of the sample, no defects were observed on the injector. Functional testing was performed, connecting the injector to a syringe, connector, and infusion bag. Liquid inside the syringe could move through the injector, connector, and infusion bag without issue, proper flow was observed and the product functioned as intended. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device. As a lot number was unavailable for this incident, a device history record review could not be completed. Based on the available information we are not able to identify a root cause at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.